Event description:
This report is being filed after the review of the following journal dr. Istvan gargyan et al., administration of ¿¿tricalcium phosphate granulate in the treatment of tibial plateau fractures, hungary traumatology, orthopedics, hand surgery and plastic surgery vol. 58(4), pages 201-2017 (hungary). The objective of this study was to evaluate the outcome of using ¿¿tcp ceramic granules in the treatment of depression tibial plateau fractures. Between ja(B)(6) 2014, 23 patients with (14 males and 9 females) with a mean age of 58.9 years were treated unknown synthes chronos. Also patients underwent osteosynthesis using ao spongiosa screws with an unknown conventional supporting plate and lcp proxymal tibial plate. Clinical and radiological evaluations were performed in weeks 6, 12, 16, 26, and 52. The following complications were reported as follows: a 68 year old female patient had to removed the metal after 1.5 years after the surgery due to complaints caused by the plate. Degradation of the implanted graft is still incomplete synthes product: this report is for a (lcp) proxymal tibial plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between january 1, 2010 and march 15, 2014. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal dr. Istvan gargyan et al., administration of ¿¿tricalcium phosphate granulate in the treatment of tibial plateau fractures, hungary traumatology, orthopedics, hand surgery and plastic surgery vol. 58(4), pages 201-2017 (hungary). The objective of this study was to evaluate the outcome of using ¿¿tcp ceramic granules in the treatment of depression tibial plateau fractures. Between january 1, 2010 and march 15, 2014, 23 patients (14 males and 9 females) with a mean age of 58.9 years were treated with unknown synthes chronos. Patients also underwent osteosynthesis using ao spongiosa screws with an unknown conventional supporting plate and locking compression plate (lcp) proximal tibial plate. Clinical and radiological evaluations were performed in weeks 6, 12, 16, 26, and 52. The following complications were reported: a (B)(6) year-old female patient underwent removal of the metal 1.5 years after the surgery due to complaints caused by the plate. Degradation of the implanted graft is still incomplete. This report is for unknown screws. This is report 2 of 2 for (B)(4).